Event description:
The uchr (universal compact head ring) dislodged during treatment causing a small scratch at skin surface due to head ring screws. Note: the pt was described as a large individual. It was noted by the site that the pt moved during treatment.